Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an error message. There was no patient involvement.

Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.